Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test or verify failed battery test and keypad unresponsive or button error alarm due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump buttons were not responsive. Customer¿s blood glucose was 178 mg/dl at the time of incident. Customer stated that the insulin pump had failed battery test alarm. Insulin pump had blank screen. The insulin pump will be returned for analysis.